Event description:
The implant photographed needs to be replaced as the staple has come off the inserter making it unusable. This complaint involves one (1) device speedshift comp impl kit 15x20x20 ofst10. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part number: se-1520-10. Bme lot number: bse170856. Manufacturing date or release to warehouse date: 30-nov-2017. Place of manufacture: biomedical enterprises, san antonio, tx. Lot expiration date: 08-nov-2022. DHR review: no ncmrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that speedshift comp impl kit 15x20x20 ofst10 was broken a part of the insertion stick body implant. The provided images were reviewed and the device can be observed to be broken and deployed inside its original sealed packaging. The dimensional inspection was not performed as this is a known issue addressed under CAPA. The observed condition of the speedshift comp impl kit 15x20x20 ofst10 was consistent with a design related issue. A functional test was not performed as the device was found to be broken inside the original packaging. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the speedshift comp impl kit 15x20x20 ofst10 was observed to broken and deployed inside the original packaging. The potential impact of the design to the complaint condition is addressed under CAPA. No further corrective action is deemed necessary at this time. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that incident was intraoperative. There was no patient consequence.